Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to bearing damage. The system board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's blower motor, system board and internal battery were replaced to address the issues.